Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. While accessing the left atrium via transseptal puncture, it was noted that the septum was very stiff as a result of several previous left atrial procedures. 5-10 minutes after the transseptal puncture, hypotension, bradycardia, and chest pain were reported. An echocardiogram confirmed a pericardial effusion and a pericardiocentesis was performed and 1100ml was drained to stabilize the patient. No additional cardiac support was needed. The case was abandoned without performing mapping or ablation.

Manufacturer narrative:
Mw5144731, mw5144732.